Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv tubing disconnected from the bottom of drip chamber causing minimal fluid on the floor. The following information was provided by the initial reporter: leaking and tubing/drip chamber disconnection. Rn went to remove IV bag from pole, rn noted that the IV tubing had disconnected from the bottom of the drip chamber. Rn noted minimal fluid had dripped from bag onto floor.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 22075910 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv tubing disconnected from the bottom of drip chamber causing minimal fluid on the floor. The following information was provided by the initial reporter: leaking and tubing/drip chamber disconnection rn went to remove IV bag from pole, rn noted that the IV tubing had disconnected from the bottom of the drip chamber. Rn noted minimal fluid had dripped from bag onto floor.